Event description:
A report was received of a pt who complained of painful hardware after repair of a distal tibia fracture with pro osteon. The hardware was removed approximately 2.5 months postoperative. Approximately 2 mo post hardware removal, the pt underwent surgery for repair of a collapsed graft and the pro osteon was removed. No other graft material was placed (the dr fused bone to bone). The dr stated that this event was related to premature removal of the hardware. Currently, the pt is doing well.